Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, the device was not collecting the data on the patient. Programming changes were suggested and they were made in clinic. No patient symptoms were reported.